Manufacturer narrative:
Additional procodes: hsz, gfa, gff. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that an osteosynthesis procedure was performed on (B)(6) 2018 for a lisfranc joint fracture. To prepare for inserting a headless compression screw (hcs), the surgeon tried to drill the bone using the cannulated drill bit over an unknown guide wire. At that time, the drill bit broke in the bone. All the broken pieces were successfully removed. The hcs screw was then inserted properly. Procedure was completed successfully with a thirty (30) minute surgical delay. There was no reported patient consequence. Concomitant device: guide wire (part: unknown, lot: unknown, quantity: 1) drill (part: unknown, lot: unknown, quantity: 1). This report is for 2.0mm cannulated drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 310.221; lot: f-23925: manufacturing site: selzach; supplier: sphinx ag; release to warehouse date: april 13, 2018 the device history record shows this lot pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and material hardness criteria at the time of release with no issues documented during the manufacturing process. Material 1.4112 with measured hardness within specification was identified in certificate of conformance (coc) of supplier sphinx ag. Specification: 580+60/0 hv10 measured: min. 613 hv10 - max. 621 hv10 review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation site: cq zuchwil selected flow: 5. Broken visual inspection: the almost complete part with the cutting edges is broken off, just about 4mm of the flutes are left. Ten (10) fragments of the broken part were returned in a separate bag. One of the remaining flutes has a nick. Dimensional inspection: checked dimensions with caliper per drawing. Outer diameter: specification 2mm 0/-0.03 / measured: 1.99mm = pass inner diameter: specification 1.2mm +/-0.05 / measured: damaged post-manufacturing feature did pass 100% inspection after manufacturing per device history record. Material / hardness review: the review of the manufacturing documents has shown that the used material and the hardness was within the specification. Drawing/specification review: surgical technique: the countersinkable compression screw was reviewed and the following statement in relation to drill bit 310.221 was found: ¿precaution: avoid forcefully advancing or bending the drill bit as this may cause the drill bit to break. Do not advance the drill bit beyond the wire. When drilling is complete, slowly pull the drill bit straight out while running the power tool in ¿forward mode¿ to ensure the guide wire stays in place.¿ summary: the complaint is confirmed as the drill bit is broken as complained. This lot was manufactured in april 2018 and we are not aware of any other complaint for this article and lot combination. This and the findings above let us exclude a manufacturing related issue. Based on the provided information, we are not able to determine the exact cause. Forcefully advancing or bending a bent guide wire or an excessive contact with the drill guide, which would explain the damage at the remaining flute, are possible root causes. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.